Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into abdomen, which is an off-label usage of the device, on (B)(6) 2026. On 05/04/2026, it was reported that the patient reported that the cgm stopped five times which caused the insulin pod not to dispose insulin and not providing cgm readings. When the patient woke up and he checked the bg and found out the pump was in manual mode and he switched it from manual to automated. The bgm was over 500 mg/dl. The patient was nauseated, was sweating and felt ¿like a limp¿. He called his doctor and 911 and the patient was taken to the hospital. The dexcom kept stopping during the day and it caused the patient to experience dka and being admitted to the ICU unit. There was no information about the treatment nor the medical intervention provided. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour was found in connection to the reported allegation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.